Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device change out procedure, this implantable cardioverter defibrillator (ICD) ((B)(4)) was connected to the existing leads. Upon lead integrity testing the right ventricular (rv) lead revealed high shock impedances greater than 125 ohms and high threshold measurements. The ventricular lead was disconnected and the device was removed from the pocket and the ports were flushed and the connector pins were cleaned. The device was then reinserted into the pocket, the ventricular lead connected into the device for further testing. The shock lead measurements remained the same greater than 125 ohms. Fluoroscopy was carried out to assess the ventricular lead and no abnormalities were found. Again, to determine if this was a lead or device issue the lead was then disconnected from the new device and the old device was connected to the ventricular lead. The old device and lead were tested and shock impedances were within normal range. A device issue was suspected and the decision was made to remove and replace the device. Additional information was received that a boston scientific technical services (ts) agent reviewed a data disk and reviewed the memory of this device. After review ts concluded that in the event that the proximal coil connection was incomplete during the device e change out or lead integrity was compromised, i.e. Fracture, the shock impedance would be >125 ohms for any configuration involving the proximal coil. Due to the device change out, there is always a risk of an underlying lead issue that may not be evident until after the device replacement as a result of normal manipulation of the lead system or the possibility of induced damage which is why our labeling suggests lead testing is recommended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.